Event description:
Abdominal c-scan showed collection of fluid in abdominal cavity. Pt was admitted to the hospital in 09/05. Emergengy laparatomy was done on the next day. Post-op diagnosis is perforated appendicitis with pelvic abscess, peritonitis, and infected lap-band port. The port was removed. Pt received antibiotics including vancomycin and flagyl. He is afebrile and v/s are stable.